Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega-suturecut needle driver instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. A review of the provided image was consistent with the reported broken cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable on mega suturecut needle driver instrument broke while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-dec-2024: the instrument was inspected before use and no damage was noted. The issue occurred while suturing. There was no instrument collision during the procedure. The issue was not related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. There was one (1) cable protruding from the distal end of the instrument. There were no fragments that fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.